Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a lap hernia repair, the surgeon went to use a clip applier and it misfired. The only explanation is that the device clips did not clamp together on multiple tries. This caused them to use another clip applier which did the same thing. This cycle happened 3 times and then the fourth applier worked. No patient issues.